Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 07/11/2013.device evaluation: on examination, the keypad cover was intact. On testing, all the keypad buttons were unresponsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. The audio bolus button was noted to be torn in the center. The audio bolus button was responsive when tested. The display was noted to be dim and discolored. A test display was attached to the pump and illuminated properly without discoloration.